Manufacturer narrative:
Ous MDR. As described in the complaint, only a proximal part of the lead had been sent in for analysis. No anomalies could be detected at the available proximal lead fragment, such as a frayed insulation, fractures of the conductors or short circuits. The analysis at the distal lead fragment was unable to find a cause for the over sensing and the inadequate shock delivery.

Event description:
Ous MDR. Inadequate shocks were delivered in 2007. A lesion could be felt on the exposed lead during lead revision, about 1 cm next to the introducer sheath (efh). Unfortunately, the suspicious spot had to remain within the pt.